Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported failure. The medium-large clip applier instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the bumper and clip tests. The medium-large clip applier instrument was fully functional and had no damage. A review of the instrument log for the medium-large clip applier instrument (470327-12/n102101250183) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 37 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is being reported as a reportable malfunction event due to the following conclusion: the medium-large clip applier instrument reportedly would not clip due to the bad pinching movement. The customer reseated the instrument and drape but the issue persisted. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ other urinary diversion surgical procedure, the 8mm medium-large clip applier instrument would not clip well due to the bad pinching movement. The customer reseated the instrument and drape but the issue persisted. The procedure was completed with a third party instrument. There was no report of patient injury. The medium-large clip applier instrument had no issue to load the clips. There were no issues found during the instrument's visual inspection. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25th march, 2022: the medium-large clip applier instrument was inspected prior to use and no issues were noted. The instrument did not have any broken or loose cable. The instrument passed the engagement test but the movement was abnormal. The instrument had no non-intuitive motion. The customer used the medium-large clip applier with hem- o-lok clips. The customer confirmed closure of clip after ligation. The patient demographic information is requested but unavailable.